Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 437 mg/dl. The patient was dehydrated, had diarrhea, was nauseous and vomiting. For treatment, the patient was given insulin and diagnostic tests. The patient was prescribed ondansetron at 8 mg tablets to be taken orally at 1 for 2 times per day. The patient was discharged after 6 hours. The pod was worn longer than 48 hours on the abdomen.